Manufacturer narrative:
The impella 2.5 was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported an (B)(6) male patient had impella cp pump inserted in the left femoral for acute myocardial infarction and cardiogenic shock (ami/cgs). It was reported that at the time of impella explant there was a thrombus of about 1mm noted. The thrombus was removed using a fogarty embolectomy catheter. There was no blood flow obstruction after removal.

Manufacturer narrative:
The impella cp was returned for investigation. The root cause of the thrombus cannot be determined, as no information is known regarding the patient's anticoagulation regimen throughout the case. Product analysis revealed a small amount of biomaterial in the outflow cage but no large thrombus was confirmed. DHR was reviewed and found no manufacturing related issues with this lot. There is one other complaint related this failure mode in this lot.